Event description:
Procedure type: hernia. According to the reporter: the surgeon was performing a repair and attempted to utilize the device twice with same incident happening with each use. Sales rep was present at the time of devices malfunctioning. No harm noted to patient with slight delay, first spacemaker used was inflated. The surgeon tried to take out #2 from #3 and cannula/balloon got stuck and balloon broke. Couldn't get camera through trocar, had to take out #1 and 32 and only use #3 (trocar). Lot 3p1l0911.

Manufacturer narrative:
(B)(4).